Event description:
The user facility reported that within 5 minutes of initiating a procedure to "re-do" a tricupsid valve, the pt's blood pressure suddenly increased to above 200-mmhg. The cause for this was not determined, but the bp was brought under control and the operation was completed without further difficutly. The pt was taken off of bypass and removed from the operating room with no apparent problems. However, he did not regain consciousness after surgery and later expired. An air bolus was found in the brain on autopsy. The chief perfusionist stated that there was no indication of a product related cause for this event and there was no opportunity for the air to have entered by way of the oxygenator or the extracorporeal circuit (the reservoir level never dropped, a level sensor was used and the arterial filter was on continous purge). Also, because the event was not identified until well after the procedure had been completed, all of the devices used had already been discarded.